Manufacturer narrative:
This is the foreign reporters close out report. Investigation: the machine operated throughout range of travel, no fault was found. Observations: the insides of the tube were marked, but was not marked on the outside edges. Conclusions: only possible explantation is tha the chain jammed. Cause of this incident is user error as the hoist should not have been fully unwound. Corrective actions: a co engineer has checked the hoist and no faults were found, the chain has been replaced as a precaution.

Event description:
While lowering a resident into the bath the hoist dropped. The care assistant tried to stop the chair droping and in doing so hurt her back. The care assistant has since been off work. The resident was uninjured.